Event description:
The customer reported that the system would not boot up prior to a case. No pt death or serious injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. Workstation and gpos coin batteries were evaluated and replaced. The customer was also advised to replace the gpos pcb, however the customer declined to replace that component at this time. The system was tested and found to be working as intended and returned to svc.